Manufacturer narrative:
The service engineer (se) inspected the device and replaced the graphical user interface (gui) to breath delivery (bd) cable. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had loss of communication between the graphic user interface (gui) printed circuit board (pcb) and the breath delivery unit (bdu) pcb. The malfunction did not occur during patient use.

Manufacturer narrative:
(B)(4). Inadvertently was submitted the initial medwatch without this information.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.